Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue was confirmed. The system controller was returned for analysis. The system controller underwent preliminary testing. The system controller was unable to communicate with the system monitor. It was found that the communication issue was intermittent. The dual power leads were in unremarkable condition but were replaced with test dual power leads. The system controller would not communicate with the system monitor following the replacement of the dual power leads. The printed circuit board (pcb) was visually inspected and no issues were found. A calibrated multimeter was used to measure signals from the communication chips and were compared to a test pcb with functioning components. A calibrated oscilloscope was further used to investigate the signals and a discrepancy in the signals coming from the components were observed. An attempt was made to replace with functioning components; however, during the soldering process, the pcb became overheated and ultimately damaged. The communication issue persisted due to the damage and no further troubleshooting was performed due to the damage on the pcb. The root cause for the reported event was unable to be conclusively determined through this analysis; however, damage to the communication chips on the pcb have the potential to cause the reported communication issue. The device history records were reviewed and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor was unable to retrieve data notification and the screen would flicker on and off while the patient was connected to the power module. The site attempted to tether the patient to different power module, different patient cable and different system monitor but the issue still persisted. The patient's system controller was exchanged and the issue resolved.